Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during an insertion of obtryx ii halo sling procedure performed on (B)(6) 2016. According to the complainant, post procedure, the patient experienced urinary frequency, urgency and poor stream. She also experienced intermittent left groin pain but there was no evidence of sling erosion. Symptoms of irritative voiding was persistent. An exploration surgery with possible division of the sling was scheduled for (B)(6) 2018.

Event description:
It was reported to boston scientific corporation that an obtryx ii system was implanted during an insertion of obtryx ii halo sling procedure performed on (B)(6) 2016. According to the complainant, post procedure, the patient experienced urinary frequency, urgency and poor stream. She also experienced intermittent left groin pain but there was no evidence of sling erosion. Symptoms of irritative voiding was persistent. An exploration surgery with possible division of the sling was scheduled for (B)(6) 2018. Additional information received on april 3, 2018. On (B)(6) 2018, the planned exploration surgery with possible division of the sling was performed. It was reported that the obtryx sling was identified and a segment was removed. Initially the sling was identified at the right para-urethral groove, after which it was dissected from the tissue and divided. The sling was then traced to the contralateral side and divided again. After the division of the sling in two locations, the suburethral segment of the sling was then removed. During the surgery, no injury was sustained to the bladder or urethra. The urethra remained intact. A post-surgery follow up appointment was scheduled for (B)(6).